Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pump shut down 4 years early and the patient experienced a loss of therapy and then withdrawals. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that at this time the issue was unresolved and it was unknown if the pump would be replaced. The pump will be scheduled at some point for explant. The patient was noted to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
It was determined that this event was already captured in manufacturer report number #3004209178-2019-13413. All further supplemental reports will be filed under this MFR#  all info previously reported in manufacturer report #3004209178-2019-13413 and #3004209178-2019-18337 pertains to this event (MFR #3004209178-2019-13413). If information is provided in the future, a supplemental report will be issued.